Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011195, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011195 was manufactured according to the work instruction (wi) version 99 and manufactured in the machine multivac 14 on 20/jan/2025, with a total of (B)(4) units. Glue-connector lot: the lot 4m03210 was manufactured according to the wi version 37 and manufactured in the machine mp03 on 16/jan/2025, with a total of (B)(4) units. The lot 4m03211 was manufactured according to the wi version 37 and manufactured in the machine mp03 on 17/jan/2025, with a total of (B)(4) units. The lot 4m03213 was manufactured according to the wi version 37 and manufactured in the machine mp03 on 20/jan/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one extended was raised during the process unrelated to the malfunction reported, therefore, no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united kingdom.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced infusion set leakage event on (B)(6) 2025 the leakage was in the cannula. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.